Manufacturer narrative:
Review of results files: plate lot n220- well f01 revealed a loose negative button with a hazy background (reaction strength 14) repeat testing on plate lot n225- well g09 revealed a negative button (reaction strength 3). Review of labeling: as per the crrs (pooled) package insert: antibody screening tests employing pooled reagent red blood cells will not be as sensitive as those incorporating the red blood cells of unpooled single donors.

Event description:
Customer reported an unexpected negative reaction when testing an autologous donor sample with capture-r ready screen (pooled) (crrs pooled). A second sample from the same donor was tested and resulted negative.